Event description:
Complainant alleged that while analyzing the heart rhythm of a male patient in his 60s, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not duplicated. The device went through extensive testing including bench handling and successfully characterized shockable and non-shockable rhythms during analysis without duplicating the report. Review of the device log showed CPR was being performed during two of the segments, causing patient movement and artifact. This can impact the device's interpretation of the ECG rhythm. It's important to mention the r series operator's guide warns, "do not analyze the patient during patient movement. A patient must be motionless during ECG analysis." Analysis of reports of this type has not identified an increase in trend.